Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that before use intra-aortic balloon (iab) malfunctioned. Leak in iab alarm has been reported. No patient involvement reported.